Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's octrode lead has migrated out of the epidural space. The patient experienced a fall a few days prior . X-rays confirmed the lead migration. The patient was experiencing muscular stimulation. As such the stimulation to the octrode lead was turned off. It was noted the patient still has some stimulation coverage with the use of the other lead. Regardless, the patient will undergo surgical intervention as the next course of action.